Manufacturer narrative:
Additional concomitant medical products: a2dr01 ipg, implanted on (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on interrogation the right atrial (ra) lead exhibited intermittent atrial undersensing. The ra lead remains in use. It was also reported that the right ventricular (rv) lead showed intermittent undersensing. The rv lead remains in use. No patient complications have been reported as a result of this event.